Event description:
The customer stated that the cell-dyn emerald generated falsely elevated platelet results from four patient samples. One patient sample generated a result of 496 k/ul, which was repeated at 306 k/ul when the patient sample was tested at the hospital lab. However, the patient's chemotherapy was adjusted based on the falsely elevated result. No consequences or impact to the patient over-all health was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Field service was dispatched and replaced the counting chambers w/o aperture due to intermittent issues observed at the time of service. In addition, the rbc counting head was replaced due to normal wear. No further platelet issues were observed. The service activity performed is consistent with addressing a high platelet background or results issue. Per our review of the complaint information and data, dispersional data alerts were observed. As stated in section 3 of the cell-dyn emerald operator's manual, when a result is flagged with a patient or panic limits alert, it is recommended that the laboratory's review criteria is followed, which may include review of a stained smear to verify the result and to check for the presence of any additional abnormality. A product trend review and all customer complaints received for this issue were reviewed. Our review of this data did not identify any adverse trends or abnormal complaint activity. Per the complaint text information, it does not appear that the customer was performing monthly maintenance as prescribed in the cell-dyn emerald operator's manual. The results involved in this complaint issue are from samples where the patients are on some type of therapy, such as chemo, platelet, etc. If the cell-dyn emerald system is not properly maintained, therapeutic drugs can potentially build up on and around the rbc/plt path, counting head, etc. This build up can potentially affect counting due to contamination and/or sizing due to gross build up. For this reason, the cell-dyn emerald has a maintenance schedule to help eliminate this build up. The customer was instructed to perform scheduled maintenance as outlined in the cell-dyn emerald operator's manual to ensure optimum performance.